Event description:
It was reported that during a fistulogram/angioplasty treatment procedure in the left forearm, balloon deflation difficulties occurred. The customer reported, "balloon inflated, upon deflation of the balloon, the balloon was unable to recoil properly for safe removal of the balloon. Dr. Had to insert a needle through the patient's left forearm skin to the surface of the balloon in order to fully deflate the balloon for safe removal." The procedure was successfully completed with this device. No patient complications were reported and the current patient condition is reported as "stable."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.